Event description:
The facility representative reported to largo customer service a pump with an error m046035 code, which caused the infusion to stop during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device was received in baxter on september 22, 2008, and an evaluation is being performed. A follow-up report will be submitted, when the evaluation has been completed.